Event description:
It was reported that the user experienced hypoglycemia after announcing and dosing for breakfast following a period of not announcing meals, with a documented blood glucose nadir of 51 mg/dl; meal announcement best practices and meal sizing were reviewed, and a cgm calibration was performed. Symptoms included sweating with early recognition of the low. Outcomes included successful self-treatment with oral glucose and recovery to 88 mg/dl without need for emergency care or hospitalization. Investigation included troubleshooting and education regarding meal announcements and dosing practices. Investigation of this case revealed no device malfunction and suggested an unclear cause of hypoglycemia potentially related to reintroduction of meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.